Event description:
The account alleged the bed has unintentional movements intermittently. It may take a month or so for the issue to duplicate or return. No injury reported. Bed is only used as a backup bed.

Manufacturer narrative:
The tech isolated the unintentional movements to the lockout board. The account declined to have the bed repaired.